Manufacturer narrative:
This event was discovered when pmt initiated a review of a 2017 registry that collected data regarding the clinical performance of pmt devices in real-world use. In this case, the event was not reported as a complaint by the customer and there was no device defect or malfunction related to the device at the time of surgery. A (B)(6)-year-old male patient underwent cervical fusion with cages placed posteriorly at c4-c7. At 6 months post procedure, x-ray images suggested that only the cage at c4-c5 on the right was malpositioned causing nerve root irritation. Only one cage of six cages (at c4-c5 on the right) was subsequently removed. No device defect or malfunction was reported by the surgeon and no issues reported at any other treated level. No follow-up data are available for the patient but no subsequent issues have been reported.

Event description:
(B)(6)-year-old male patient underwent cervical fusion with cages placed posteriorly at c4-c7. At 6 months post procedure x-ray images suggested that the cage at c4-c5 on the right was malpositioned causing nerve root irritation. The cage at c4-c5 on the right was subsequently removed. No device defect or malfunction was reported by the surgeon.